Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. Additional actions to prevent this failure from occurring are underway.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the control panel arm¿s swivel lock bushing had risen out of place preventing a proper lock. The service engineer was able to reseat the bushing into the correct position and apply an adhesive to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.